Manufacturer narrative:
The insulin pump passed displacement test, sleep current test, active current test and selftest. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed. No power error noted during testing. Power error not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm also power error detected alarm. The patient¿s blood glucose level was 279mg/dl at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert without a low battery warning. New battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.